Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and acute encephalopathy could not be determined through this evaluation; however the account reported that the encephalopathy was likely caused by intensive care unit (ICU) delirium. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, other neurological event (not stroke related), and infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia and neurological dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had elevated temperatures and uptrending white blood cell (wbc) counts on (B)(6) 2021. Antibiotics were given to treat the infection. The patient's fever subsided on (B)(6) 2021, and the patient's wbc count returned to baseline on (B)(6) 2021.